Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxr00 21.0 diopter intraocular lens was explanted from a female patient's left eye due to increased astigmatism. There was no patient injury, no vitrectomy and no other medical or surgical procedure performed. Through follow-up it was learned that the lens was explanted on (B)(6) 2017. The lens was replaced with a smaller dioper zxt225 iol. It was also learned that the patient is doing fine post op and is seeing 20/20. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.